Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed in an inferior-mid trajectory using versacross large access (vla) transseptal access system. The system was exchanged for a watchman trusteer access system (was). A pigtail catheter was inserted to the laa, and a contrast injection was performed. The laa appeared to be shallower than the pre-procedure computed tomography (CT) and tee images. Max measurement on tee was 21mm and average on CT was 24mm. The physician selected a 27mm watchman flx pro closure device and delivery system (wds) and inserted and deployed the wds in the laa. After deployment, a circumferential pe was noted, and blood pressure remained stable. The wds did not meet release criteria, and the pe was growing in size, so the procedure was aborted. The wds was recaptured and removed. Hypotension and cardiac tamponade were noted. A pericardiocentesis was performed and 1200cc of blood was removed. The patient was transferred to the operating room where the laa was surgical ligated which stopped bleeding, and the patient was stabilized. The surgeon noted a tear at the base of the laa. In the physician's opinion, it may have been the was that caused tear, yet the pe was noted to have occurred immediately after the deployment of the wds. The patient is stable and expected to fully recover.